Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin in the cartridge and was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration.